Event description:
This 31-year-old female underwent a bam with saline implants on 6/3/93. The pt now presents with signs of a leaking implant. Gross: the right saline implant has a 0.2 cm slit-like fenestration which is located 4.9 cm from the injection port opening. The left implant is empty with a large (5 x 2.5 cm) oval fenestration, probably resulting during surgery as it appears sharply and freshly cut in the wall.